Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a leak in the tubing through pinch valve pv14. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The customer was processing samples and the instrument generated an error condition of "diluent comparison out of range." The customer identified the leak of approximately 5 ml of diluent that leaked onto the counter. The source of the leak was not determined. The customer retested the patient samples on another analyzer and confirmed no test results were affected. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing appropriate personal protective equipment of lab coat and gloves, at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.